Event description:
The patient's pocket site opened. The doctor decided to clean the wound, and put the patient on IV antibiotics. A few days later, the pocket site re-opened. The decision was made to explant the system. Cultures for infection were taken both times the patient's pocket site opened and results were negative.